Event description:
Customer called to report a leak around the main diluter panel of the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a leak at the tubing through pinch valve pv43. The fse replaced the tubing and verified the repairs per established procedures. The cause of the leak is attributed to the tubing through pv43.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).